Event description:
It was reported the insulin pump alarmed motor error during prime. The device was not exposed to a high magnetic field. Customer stated it was possible to fill the tube manually. Customer was advised to do a complete set change, perform a fill cannula, and device did not alarm. The device has alarmed motor error three times in the last 30 days. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No motor position encoder error alarm was noted in the alarm history screen.